Event description:
Pt ventilating on ventilator. Ventilator was bumped into by an ultrasound machine as being removed from pt bedside. Ventilator began to alarm due to power circuit breaker being turned off. Pt was immediately ambu'd with no known injury. Clear plexiglass covers which are attached with velcro were ordered & installed on rptr's 3 units to prevent recurrence.